Manufacturer narrative:
This report is for one (1) unknown part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown threaded reduction tool. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 patient underwent cheekbone fracture reduction surgery by using an unknown threaded reduction tool instrument. The surgery was completed with no issues/problems. However, post-operative, on an unknown date the surgeon recognized the patient manifested ocular motility disorder. It was unknown if there was surgical delay reported. This report is for one (1) unknown threaded reduction tool. This is report 1 of 1 for (B)(4).